Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hernia procedure. The reloadable tacking device misfired. In order to resolve the issue and complete the case, a new device was used. The patient outcome is reported as no injury.